Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 320 mg/dl with polydipsia and polyuria. During troubleshooting, customer support found that air bubbles are present. The infusion set was secured to cartridge at the luer lock connection, there was no visible damage and the patient was refilling the cartridges per IFU and noticed the air bubbles prior to use. This complaint is being reported as the air bubbles issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.